Event description:
The following has been reported: customer reported: pump: (B)(6). August 7 2024. We need to check for over infusion, set issues, and pump issues nothing written on the out of service tag. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 2 leak rate failure. Device was provisioned to 5.9.2. Software which fixes leak rate failures for valves 2-5. The pump was put through mock infsuions without reproducing any alarms. Upon reviewing the log files for this device it was seen that the leak rate for valve 2 was near the new values resolved in the 5.9.2 software and as such the device will be put through all functional testing.